Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is not available. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
The procedure was performed on an sfa lesion from a contralateral cf access. After making multiple passes with the turbohawk ls-c device in two calcified areas in the distal sfa, an angiogram was taken which revealed a fistula in the area of treatment. A 5x100 powercross balloon was inserted and dilated to seal the fistula. A self expanding stent was placed in lesion and post dilated with a 6x100 powercross to successfully complete the case with no complications.